Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08371. It was reported that noise was observed. The physician believed that the lead and device were malfunctioning due to the noise. The lead and device were explanted and replaced. The patient was stable.